Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol modified kugel patch may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No information has been provided as to the nature of the patient's injuries. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol modified kugel patch. On (B)(6) 2014: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the modified kugel patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .